Event description:
It was reported to boston scientific that a resolution 360 clip was used in the colon during a colonoscopy on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. No "pop" was felt during deployment, although the handle spool reached the end of its stroke. The issue was resolved by using another resolution 360 clip. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failed to release from the catheter.

Event description:
It was reported to boston scientific that a resolution 360 clip was used in the colon during a colonoscopy on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. No "pop" was felt during deployment, although the handle spool reached the end of its stroke. The issue was resolved by using another resolution 360 clip. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failed to release from the catheter. Block h11: investigation results visual analysis of the returned device could not be performed as the device was not returned. The reported event of the clip failing to release from the catheter was noted during the procedure, where the clip was able to grasp and lock onto tissue but did not detach from the catheter, and no "pop" was felt during deployment despite the handle spool reaching the end of its stroke. The risk review confirmed that this type of event clip failure to release from catheter was already identified and accounted for in the product's risk documentation, supporting an acceptable risk-benefit profile. Based on all available information, including the absence of the device for analysis, the lack of evidence to confirm a device malfunction, and the confirmation that the device met manufacturing specifications with no deviations, the most probable cause of the event is classified as "cause not established." No further escalation is required.